Manufacturer narrative:
Product investigation summary (conclusion statement): unfortunately, an exact root cause cannot be determined as no detailed clinical information is available. Based on the investigation results, it is most likely that a mechanical overload situation during use led to the complained issue. The complaint relevant dimensions were checked as far as possible and found to be within specifications. The cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Note: event problem and evaluation codes from previous medwatch are still accurate and applicable. No new codes are needed based upon the above conclusive statement. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report is for two (2) unknown 2.7 mm screws. Device broke intra-operatively and was not implanted / explanted. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on an unknown date. During the procedure, the surgeon attempted to complete an ablation of an unknown plate. Two (2) screw heads with a reported diameter of 2.7mm broke requiring the drilling of bone in order to extract the screw threads/fragments. The procedure was completed; however, the issue resulted in a less than desirable support/fixation for the patient (said to be moderate). Also, the patient was unable to participate in sports activities for a duration of at least three (3) weeks. No additional information is available. All broken off fragments were removed and there was a reported 30 minute surgical delay. This report is for two (2) unknown 2.7 mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) part was received in packaging different from the original. The screw is broken at the head zone and is visually damaged on the shaft. A review of the device history records could not be completed as the lot number of the involved screw was not provided. The returned part was re-inspected, according current specifications, for all the features pertinent to the complaint condition. Considering that all relevant measurable product features met specifications with no visual defects that could be considered manufacturing-related have been identified, the conclusion is that the returned part is conforming from a manufacturing perspective. The complaint is disposed as confirmed due to evidence that the part is broken, but it is considered not valid for (B)(4) as there is no evidence of manufacturing related issues. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.